Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related MFR numbers: 2184149-2020-00228, 3008452825-2020-00714, 3005334138-2020-00643, 3008452825-2020-00715. The day following an atrial fibrillation procedure, the patient experienced a pericardial effusion. The effusion was found during post-procedure transthoracic echocardiography performed one day after the procedure. The location of the perforation was not known. Pericardiocentesis was performed to stabilize the patient. There were no performance allegations against any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.